Event description:
Revision surgery - the surgeon explanted the djo components and replaced with smith and nephew. There was a possible loosening of the djo device. The pt was complaining of extreme pain and the bone scan showed that the device was loose. However, when the surgeon revised the pt, there was no sign of a loose device.